Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The air water nozzle was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope: 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. ¿ olympus will continue to monitor field performance for this device.

Event description:
The customer sent a repair request reported that the evis lucera elite colonovideoscope had noise in image. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the noisy image was due to damage to the suction connector. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. Follow up communication with the facility, the following information were noted: the device was cleaned, disinfected, and sterilized before returning it to olympus. The customer did not know what the foreign material was. It is unknown if there was a delay in pre-cleaning, it is unknown if the customer flushed the air / water nozzle with air and water, it is unknown if there were any abnormalities in the accessories used for reprocessing. The endoscope was not presoaked in the detergent solution, the customer wiped / brushed the air and water nozzle with lint-free cloths, brushes, and sponges, and the air / water nozzle was flushed with the detergent solution. Additional findings include the following: water tightness was lost due to a pinhole in the channel tube / jet tube, insulation resistance value at the distal end did not meet the standard value due to a crack on the bending section cover, the bending angle in the up direction / the play of the up and down knob was out of standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip / scratch / crack / had a white-clouded area, the scope cover plate was detached, the adhesive around the objective lens / light guide lens was peeled, the light guide lens was cracked, the plastic distal end cover had a dent, and the connecting tube had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.